Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x-ray revealed the left ventricular had dislodged and exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2015. The patient was stable before and after the surgery.